Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom arrow button won't work and they are unable to rewind the device. The customer's blood glucose during the incident was 419 mg/dl. The time clock on the insulin pump advanced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with down arrow button unresponsive due to lcd keypad connector unlocked. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address or serial number label.